Manufacturer narrative:
(B)(4). Date sent: 7/27/2020. H10: corrected data = h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: u9364r. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the white pad detached at the jaw level during an unknown procedure. The issue occurred with 2 devices during the procedure. It caused extended procedure time. There were no patient consequences.